Event description:
It was reported that the ventricular leadless pacemaker (vlp) dislodged and embolized to the superior vena cava during an initial implant procedure on (B)(6) 2026. Right anterior oblique (rao) left anterior oblique (lao), and contrast imaging were all used to verify the dislodgement of the vlp. The vlp was retrieved and a new vlp was successfully implanted. Inspection of the helix of the vlp after retrieval indicated the helix was stretched. The patient was stable throughout the procedure.